Event description:
It was reported that the customer experienced a high blood glucose level of 543 mg/dl. The customer treated her high blood glucose with a manual injection. The customer was on her way to the hospital when the report was made but it was unknown whether or not she was hospitalized because the call disconnected. She also got an excessive no delivery alarm. The product is not being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.